Manufacturer narrative:
Two separate complaints were filed for the same patient, one on the humidifier and one on the base device. For the MDR on the base device, see MFR #2518422-2024-16720. The exact recall number is unknown. Possible recall numbers include z-1972, z-1973 and z-1974. H3 other text : not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a system one 60 series heated humid device's sound abatement foam. The patient has alleged dizziness and/or headache, asthma (new or worsening) and coronary artery disease. Medical intervention was not specified. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.